Event description:
It was reported that during flutter ablation char/thrombus occurred. Flutter line was completed in the right atrium with an intellatip mifi¿ xp temperature ablation catheter but once thrombosis was noticed on the distal tip of the catheter, the catheter was replaced with a blazer ii xp catheter for the completion of the left atrium ablation. Char was also noted on the distal tip of the catheter. Ablation parameters were 80w 60d 120sec. Duration of the rf application was about 18 minutes and 39 seconds of ablating with a total of seventeen rf applications delivered. Two standard and one esi grounding pads were used; placed at the lower back and thigh. No high impedance in normal range; and no temperature too high. No patient complications were reported.

Event description:
It was reported that during flutter ablation char/thrombus occurred. Flutter line was completed in the right atrium with an intellatip mifi xp temperature ablation catheter but once thrombosis was noticed on the distal tip of the catheter, the catheter was replaced with a blazer ii xp catheter for the completion of the left atrium ablation. Char was also noted on the distal tip of the catheter. Ablation parameters were 80w 60d 120sec. Duration of the rf application was about 18 minutes and 39 seconds of ablating with a total of seventeen rf applications delivered. Two standard and one esi grounding pads were used; placed at the lower back and thigh. No high impedance in normal range; and no temperature too high. No patient complications were reported.

Manufacturer narrative:
Age at time of event: over 18 years or age. (B)(4).

Manufacturer narrative:
Device evaluation: the returned device has a burned blood (char) on the tip and it presents a dent. The m2 has a char and is tilted. R1-r2 present a residue that seems to be blood. The three worst cases of maximum protrusion of the mini electrodes were measured and all three were within specifications. Spacing between tip electrode and first ring electrode were within specifications. Tip outer diameter with mini electrodes were within specifications. Rf ablation testing performed using a maestro generator verified ablation met specifications. Electrical testing verified that the device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).